Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure the stapler was fired and some of the staples were not properly formed. The malformed staples were suctioned out and the procedure was completed with no patient consequences. There is no additional information.

Manufacturer narrative:
(B)(4). Date sent: 6/25/2021. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that one plee60a device was returned with no apparent damage and with a gst60t reload loaded on the device. The reload was received un-fired. The device was tested for functionality in the straight position with a returned reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. He event described could not be confirmed as the device performed without any difficulties noted. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following: "caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. Refer to echelon reload product codes chart for tissue compression requirement (closed staple height) for each staple size." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. H11:corrected information d1; d4 d1: brand name: powered 60 echelon +, 440mm shaft. D4: catalog: plee60a. D4: unique identifier (B)(4).